Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) and electrode belt sn: (B)(4) was completed. The monitor and electrode belt were fully functioned upon receipt. There was no device malfunction. Device manufacture date: monitor sn: (B)(4) - 04/2014. Electrode belt sn: (B)(4) - 03/2013.

Event description:
A us distributor contacted zoll to report that a (B)(6) male patient passed away on (B)(6) 2015. The patient reportedly fell down and hit his head while wearing the lifevest. The patient was found unconscious by his wife. Ems transported the patient to the hospital where the lifevest was removed. The patient developed a brain bleed and was placed on a ventilator and a cardiac monitor. The patient subsequently passed away without wearing the lifevest. The exact time of death is unknown. There were no allegations that the lifevest caused or contributed to the patient's fall and subsequent death. There is no indication at this time that the lifevest caused or contributed to the event. Zoll is reporting this event out of an abundance of caution, as the analysis of the patient's ECG rhythm is still underway.